Event description:
It was reported by a customer during a bariatric case the atb45 jaws would not open after firing. Case completed by stapling the lateral sides with the endo gia60, proximal and distal, and cut out the stapler in the closed position.